Manufacturer narrative:
This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00493-1 / 00495-1).

Event description:
Legal counsel for the patient reported that the patient underwent a right m2a hip arthroplasty on (B)(6) 2007. Subsequently, a revision was performed on (B)(6) 2012 due to alleged pain, elevated metal ion levels, and an anteverted cup. Medical records provided indicate dark staining, dark fluid, tarnishing at the trunnion of head and metal debris was present. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent a right m2a hip arthroplasty on (B)(6) 2007. Subsequently, a revision was performed on (B)(6) 2012 due to alleged pain, elevated metal ion levels, and an anteverted cup. Medical records provided indicate dark staining, dark fluid, tarnishing at the trunnion of head and metal debris was present. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain". Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013 -00492 / 00495).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.